Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Sterile certifications were not reviewed, as no product lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As no product information was provided, validation of sterile certifications cannot be performed; therefore, the reported device cannot be excluded as a possible source of the reported infection. Although, of note, as reported the implants were placed into a setting of known ongoing previously established infection. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 2nd stage revision posterior approach, no complications on postop xray, cultures grew penicillium. - patient presents with acute onset of pain and fever, admitted to treat severe sepsis. I&d with head/liner exchange. The root cause of the reported issue is attributed to use error. As per IFU, they state contraindications include infection. As some of the parts have no lot information provided, validation of sterile certifications cannot be performed; therefore, the reported devices cannot be excluded as a possible source of the reported infection. Although, of note, as reported the implants were placed into a setting of known ongoing previously established infection. This complaint can be confirmed via the medical records evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty. Cultures from the revision returned positive for fungal infection after the procedure was complete indicating that the initial infection was not yet eradicated. The patient returned to the ER with signs of ongoing infection. The patient underwent an incision and drainage with head and liner. The patient was discharged 8 days later with no further complications.

Manufacturer narrative:
Cmp-0998412 d10: (B)(6) g7 osseoti 4 hole shell 62mm h 66840592. (B)(6) bone screw self-tapping 6.5 mm dia. 40 mm length j7009622. (B)(6) bone screw self-tapping 6.5 mm dia. 15 mm length j7733805. (B)(6) g7 vit e frdm const 10deg 36h 65330644. (B)(6) freedom constr hd 36mm t1 std 65710502. (B)(6) arcos con sz a std 60mm unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Suggested component code: mechanical (g04) - stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported from a clinical study that a patient underwent a second stage right total hip arthroplasty. Cultures from the revision returned positive for fungal infection after the procedure was complete indicating that the initial infection was not yet eradicated. The patient returned to the ER with signs of ongoing infection. The patient underwent an incision and drainage with stem, head and liner. The patient was discharged 8 days later with no further complications.